Manufacturer narrative:
Device evaluation summary: according to the information provided, the patient experienced a deflation on the implant. During evaluation of the device a crease was noted on anterior aspect. Also a tear was observed within the crease measuring approximately 0.1 cm. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient who underwent primary breast augmentation surgery with a 300cc mentor smooth round moderate profile saline breast implant experienced left sided deflation post procedure. As a result, patient underwent bilateral removal and replacement with non-mentor breast implants on (B)(6) 2019.